Manufacturer narrative:
Terumo has not received the actual device for evaluation, thus, terumo plans on submitting a follow-up report when more information becomes available. For this reason, terumo references in evaluation codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the tubing on the input of mp4 burst due to the inside cap being clogged with plastic.